Manufacturer narrative:
Additional information: the associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. An evaluation performed by our clinical medical team noted the patient dislocated approximately 4 weeks after a total hip replacement. The dislocation was reduced without incident, however, the patient still felt ¿unstable.¿ the patient was revised to a polar dual mobility on (B)(6) 2016. No fall, trauma or precipitating events were reported to enable an evaluation of the cause of the dislocation or the ¿unstable¿ feeling reported by the patient. Additionally, no information regarding how the patient tolerated the procedure has been provided. Based on the provided documents / information no further determinations can be made, at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had an implant dislocation and had it relocated without incident.